Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 30 mg/dl. The customer was treated with food. The customer has been experiencing low blood glucose for past couple of months. The customer was admitted to the hospital. Customer's blood glucose at time of admission was 30 mg/dl. The paramedics came to the customer home. The customer's husband stated patient would not wake up and daughter came home and called the paramedics. The customer found date on pump was (B)(6) and time on was 12 hours off. The customer was advised that can make a difference due to basal rates. The customer will monitor pump.